Event description:
Admission to the hospital on (B)(6) 2015, due to suspected short to shield driveline damage on the internal portion of driveline. Driveline damage seen on x-ray. Planned transplant but wire damage progressed to short phase wire with pump stops and syncope despite non-grounded cable requiring emergency pump exchange on (B)(6) 2015.